Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on 08/10/2025. The event date is an approximation. On 08/15/2025, it was reported that the patient¿s cgm was reading low mg/dl. The patient could not recall if he did a bg meter comparison test or not. The patient was symptomatic but was still ¿worried he may pass out¿. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was taken but the patient could not recall the value. He was advised to replace his wearable and was taken to the emergency room (ER). At the ER, another unspecified bg meter reading was taken. The patient was treated with IV fluids and was discharged home later the same day. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).